Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "when water testing heat exchanger prior to use, water was observed in the blood path." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4). Received the product for investigation. The oxygenator was rinsed with water. A tightness test was performed and no leakage at the water side was detected. No other abnormalities were found. Thus the reported failure could not be confirmed. The most probable cause of the failure is unknown. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).